Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the medical emergency room was dispatched due to low blood glucose level on (B)(6) 2020. Customer was treated with food and glucose tablets. Customer declined troubleshooting for low blood glucose level. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the emergency medical service was dispatched due to low blood glucose levels on (B)(6) 2020. The customer was never taken to the hospital. The customer had soaked through his clothes with sweat.